Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. No anomalies were found. Battery voltage was 2.6148 on 18 nov 2014 but it did not trigger for rrt yet as it did not remain less than rrt for 3 days.

Event description:
It was reported that during a device evaluation it was found that the cardiac resynchronization therapy defibrillator (crt-d) battery measured below the recommended replacement time (rrt) threshold, yet there had been no patient alert for low battery. This was felt to be unusual, although it was understood that there is a three day period before the alert would trip. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).